Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an vibrate anomaly. The customer¿s blood glucose level was 239 mg/dl. The customer also stated that the vibrate does not appear to be working even though it is turned on. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Unit was received with no vibration during self-test due to broken/cold solder joint of vibrator motor wire on power board.